Event description:
The patient reported chest pain during chemotherapy on 2/16/2000. Chest x-ray showed a portion of the catheter had broken off. The catheter tip was removed. The remainder of the device was removed one week later.